Event description:
Info received indicates the bed's head section is not rising.

Manufacturer narrative:
The tech found the CPR valve was stuck open. The tech replaced the CPR valve to repair the bed.